Event description:
It was reported before using the bd vacutainer® sst¿ ii advance plus blood collection tubes, foreign matter was observed in a single tube by the user. No health impact or consequence reported.

Manufacturer narrative:
H.6. Investigation summary: bd received one (1) sample and three (3) photos for investigation. The photos were reviewed and the indicated failure mode for black foreign matter (fm) laying on the top of the tube gel was observed. Additionally, the customer sample along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of black fm laying on the top of the tube gel was observed only in the customer sample. There were no issues identified in the retention samples based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of black fm laying on the top of the tube gel based on the provided photos and return sample. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.